Manufacturer narrative:
H.6 investigation summary bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill was not observed. The blood meniscus is visible under the bottom edge of the closure. Additionally, (B)(4) retention samples from bd inventory were visually inspected with no issues observed. (B)(4) retain samples were functionally tested for draw volume and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Patient 4 of 7. It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes a patient sample was overfilled. There was no health impact or consequences reported.

Event description:
Patient 4 of 7. It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes a patient sample was overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.